Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports the presents of filtration which is evident by the humidity of the dressing and the tegaderm.

Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC catheter for analysis. Signs-of-use in the form of biological material were observed inside the extension lines. Visual analysis of the catheter revealed a small hole on the juncture hub of the catheter. The hole was located directly on the molding seam , distal to the suture wing on the "proximal extension line" side. Additionally, the edges of the hole were folded over each other which indicates that faulty molding likely caused or contributed to this event. The catheter was leak tested by occluding the distal end and injecting water through the extension lines using a 10ml hand syringe. When the proximal extension line was pressurized, water was observed leaking from the hole in the juncture hub. A device history record review was performed and no relevant manufacturing issues were identified. The customer report of a leak in the catheter juncture hub was confirmed through functional testing of the returned sample. A leak was observed coming from the juncture hub when the proximal extension line was pressurized with water. Microscopic examination of the location revealed a small hole present on the juncture hub of the catheter. The hole was at the base of a molding seam distal to the suture wing on the side of the juncture hub. Manufacturing indicated the hole/leak was due to a manufacturing issue referred to as incomplete molding. Based on the sample returned and manufacturing feedback, the probable root cause of this issue is manufacturing-molding related. A CAPA was initiated to further address this complaint issue.

Event description:
The customer reports the presents of filtration which is evident by the humidity of the dressing and the tegaderm.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the presents of filtration which is evident by the humidity of the dressing and the tegaderm.